Event description:
It was reported that a patient underwent a sling procedure on an unknown date. During the procedure, the tip broke off when clamped after insertion. The procedure was completed with a same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The white tip broke off and it was due to the clamps placed on it. Results: the actual device involved in this event was returned for evaluation. The guide is still inserted on one of the needles and the extremity of this needle was damaged during the procedure with a clamp; the tip broke off when clamped after insertion. The surgeon didn't remove the guide from the needle when he tried to remove the needle from the patient. It seems that a strong strength has been applied to the needle with the clamp. The footprint of the clamp is visible on the extremity of the needle. Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Trocar sheath splits / cracks / breaks. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.